Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) that reached 600 mg/dl. Bg was addressed a complete supply change, a bolus, and an increased temporary basal rate. The root cause for the customer's bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.